Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low blood glucose following highs and subsequent rebound highs after treating lows while using the ilet system, with the user acknowledging overtreatment of hypoglycemia and expressing concern that corrections from the system appeared more aggressive. Symptoms included hypoglycemia. Outcomes included no reported hospitalization, no emergency treatment, and no alert or alarm activity. Investigation included review of available usage and glucose reports and provision of troubleshooting and education on hypoglycemia management. Investigation of this case revealed no confirmed device malfunction and a pattern consistent with overtreatment of lows after hyperglycemia, with cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of device malfunction and confounding user treatment of hypoglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.